Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The contact performed infusion set site changes to address the issue. The customer experienced blood glucose (bg) levels over 600mg/dl and ketones; no ketone value was provided. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support attempted to follow up with the contact multiple times to ensure the customer's bg level had decreased; however, no response was received.